Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 57-year-old female patient who had essure (batch no. 50512921, 761434) inserted for female sterilisation. The patient's medical history included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in product insertion date: (B)(6) 2011. Insertion details: right: 3 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure microinserts are in satisfactory position. There is complete right tubal occlusion, left side shows leakage, suggest repeat study in 2 months; on (B)(6) 2012: the essure microinserts are in satisfactory position. There is complete tubal occlusion bilaterally. Pathology test - on (B)(6) 2021: diagnosis: uterus-hysterectomy with cervix, fallopian tubes, left ovary. Uterus showing resting endometrium. Ovary, showing simple cyst. Fallopian tubes, bilateral , within normal limit. Gross description: the right fallopian tube is 0.3 cm in diameter. Serial sectioning reveals unremarkable patent lumen. The left fallopian tube measure 4cm in length and 0.3 cm in diameter. Serial sectioning reveals an unremarkable patent lumen. Lot number: 50512921. Manufacture date: 2010-04. Expiration date: 2013-04. Lot number:761434. Manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 57-year-old female patient who had essure (batch no. 50512921, 761434) inserted for female sterilisation. The patient's medical history included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 13 years after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in product insertion date: (B)(6) 2011. Right: 3 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure micro-inserts are in satisfactory position. There is complete right tubal occlusion, left side shows leakage suggest repeat study in two months.; on (B)(6) 2012: the essure micro-inserts are in satisfactory position. There is complete tubal occlusion bilaterally.. Lot number: 50512921, 761434. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient middle name, medical history, lab data, product lot number, rcc added. Event: medical device removal updated to event: chronic pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.